Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was putting in different batteries and she tried to insert another battery in the spring. Customer stated that the pump is now damaged. Customer's blood glucose was 135 mg/dl at the time of the incident. Customer stated that she lost the battery cap during troubleshooting. Customer stated that she would call back when she found it.